Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented by handling the device in accordance with the following instructions for use: bf-1tq170 operation manual chapter 3 preparation and inspection bf-1tq170 reprocessing manual chapter 3 reprocessing the endoscope (and related reprocessing accessories) olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the bronchovideoscope had low angulation and the bending section cover was dirty. The issue was found during maintenance. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the bending section cover and connecting tube had foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the malreportable function found during evaluation.

Manufacturer narrative:
In addition to the finding in b5, the evaluation found the customer's allegation was confirmed. Also, evaluation found the following: grip had a scratch. The angulation lever had a scratch. Due to the wear of angle wire, bending angle in the down direction did not meet the standard value. The light guide connector had a scratch. Due to damage on charged coupled device unit, the image had white dots. The video cable had a scratch. The universal cord had discoloration. The up/down angulation lever plate had a scratch. The image guide protector had a scratch. Discoloration on the tip of the insertion section. The forceps channel port had a dent. The universal cord has a scratch. The scope cover has a scratch. The control unit has a scratch. The distal end has a dent. Due to the wear of angle wire, bending angle in the up direction did not meet the standard value. The scope cylinder had discoloration. The adhesive on the bending section cover had a crack. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.